Event description:
It was reported to ge that the collimator lamp exploded causing glass to come out of the centering window and land on pt. No pt injury was reported but had collimator been over the pt's head, glass could have gotten in the pt's eyes possibly causing a serious injury. The hazard analysis showed the probability of pt injury to be negligible. An existing svc note deals with this issue. Changes were made in 4/98 to forward production. The site was fixed and returned to operational use.